Event description:
The customer received questionable results for on ion selective electrode (ise) sodium (na), ise potassium (k) and ise chloride (cl) for 27 samples. Data was provided for 27 samples, and of those samples, 6 had erroneous na results and 3 had erroneous na and cl results. All results are in mmol/l. Patient 1 had an initial na result of 149, accompanied by a data flag. The sample was repeated on hitachi modular core (mod core) serial number (B)(4). The repeat results on (B)(6) 2013 were 143. The original result was reported outside of the laboratory. The customer deemed the repeat result to be the correct and issued a corrected report. There was no adverse event. Patient 2 had an initial na result of 151, accompanied by a data flag. The sample was repeated on the same analyzer and generated a result of 155, accompanied by a data flag. The sample was then repeated on mod core serial number (B)(4) on (B)(6) 2013 and generated results of 148. The customer deemed the repeat results to be the correct results. The customer was unable to clarify if the initial results were reported outside of the laboratory. There was no adverse event. Patient 3 had an original na result of 146, on an unknown analyzer. The sample was run on this analyzer and generated a result of 154, accompanied by a data flag. The sample was repeated on the same analyzer and generated a result of 157, accompanied by a data flag. The customer deemed the repeat results to be the correct results. The customer was unable to clarify if the initial results were reported outside of the laboratory. There was no adverse event. Patient 4 had an original na result of 143 and an original cl result of 104 on an unknown analyzer. The sample was run on this analyzer and generated a na result of 153, accompanied by a data flag; and a cl result of 114, accompanied by a data flag. The sample was then repeated on the same analyzer and the na result was 155, accompanied by a data flag and the cl result was 115, accompanied by a data flag. The customer deemed the repeat results to be the correct results. The customer was unable to clarify if the initial results were reported outside of the laboratory. There was no adverse event. Patient 5 had an original na result of 145 on an unknown analyzer. The sample was run on this analyzer and generated a result of 150, accompanied by a data flag. The sample was repeated on the same analyzer and generated a result of 152, accompanied by a data flag. The customer deemed the repeat results to be the correct results. The customer was unable to clarify if the initial results were reported outside of the laboratory. There was no adverse event. Patient 6 had an original na result of 144 and an original cl result of 106 on an unknown analyzer. The sample was then run on this analyzer and generated a na result of 156, accompanied by a data flag; and an cl result of 116, accompanied by a data flag. The sample was repeated on the same analyzer and generated a na result of 159, accompanied by a data flag and a cl result of 118, accompanied by a data flag. The customer deemed the repeat results to be the correct results. The customer was unable to clarify if the initial results were reported outside of the laboratory. There was no adverse event. Patient 7 had an original na result of 144 and an original cl result of 106 on an unknown analyzer. The sample was then run on this analyzer and generated a na result of 156, accompanied by a data flag; and a cl result of 117, accompanied by a data flag. The sample was repeated on the same analyzer and generated a na result of 157, accompanied by a data flag; and a cl result of 117, accompanied by a data flag. The customer deemed the repeat results to be the correct results. The customer was unable to clarify if the initial results were reported outside of the laboratory. There was no adverse event. Patient 8 had an original na result of 140 on an unknown analyzer. The sample was run on this analyzer and generated a na result of 151, accompanied by a data flag. The sample was then repeated on this analyzer, the na result was 154, accompanied by a data flag. The customer deemed the repeat results to be the correct results. The customer was unable to clarify if the initial results were reported outside of the laboratory. There was no adverse event. Patient 9 had an original na result of 141 on an unknown analyzer. The sample was then run on this analyzer and generated a na result of 151, accompanied by a data flag. The sample was repeated on this analyzer and generated a na result of 155, accompanied by a data flag. The customer was unable to clarify if the initial result was reported outside of the laboratory. There was no adverse event. The lot numbers for the na and cl electrode in use were not provided. The field service representative found there was a small salt bridge at the fitting of the reference electrode. He cleaned the electrode blocks and flow path, changed sample probes, and changed the reference, sodium and chloride electrodes. He primed and conditioned the system and ran checks. He also calibrated and performed qc, which was within specification. He also performed a precision check, which was within specification.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Results - device subassembly- reference electrode fitting.

Manufacturer narrative:
A specific root cause could not be determined as additional information was not provided for further investigation. The customer has not reported additional issues since the service visit.